Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow-up in-clinic. Upon interrogation, patient's right atrial(ra) lead exhibited noise which led to mode switches. The noise on the ra lead could not be reproduced during interrogation. It was noted that the patient uses a walker. The ra lead will be monitored. The patient was stable.